Manufacturer narrative:
Investigation included customer interview and troubleshooting focused on cgm-to-pump signal loss and system behavior education. Investigation of this case revealed transient cgm signal loss to the ilet and expected algorithmic corrections with insulin on board. It was concluded that the device functioned as designed and that the event was related to temporary disconnection and communication loss rather than device malfunction.

Event description:
It was reported that the user disconnected the ilet pump to shower while glucose was elevated and, after approximately three-quarters of an hour, reconnected and observed glucose back in target; during this interval the pump briefly lost connection to the dexcom g7 sensor, and the user received education that previously delivered insulin and automated correction dosing could account for the reduction. Symptoms included no adverse clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization.